Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/sn, therefore, unavailable at this time. RMA issued. Replacement biopsy guide shipped to site. Suspect device has not been returned to manufacturer for evaluation. Not returned to manufacturer.

Event description:
A medtronic representative reported a biopsy guide that would not lock properly. There was no patient present when this issue was identified.